Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services reviewed this case and noticed that the patient did not had a landline connection to the communicator. The patient then installed a cell adapter to the back of the communicator and the issue was resolved. Further information was received indicating the rcd alert was triggered due to high shock impedance out-of-range. Technical services reviewed the case and indicated this most likely a result of lead calcification, as the shock impedance trending has been around 100 ohms on average. Attempts to obtain further information were unsuccessful. This right ventricular lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services reviewed this case and noticed that the patient did not had a landline connection to the communicator. The patient then installed a cell adapter to the back of the communicator and the issue was resolved. Further information was received indicating the rcd alert was triggered due to high shock impedance out-of-range. Technical services reviewed the case and indicated this most likely a result of lead calcification, as the shock impedance trending has been around 100 ohms on average. Attempts to obtain further information were unsuccessful. This right ventricular lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's communicator showed a red call doctor (rcd) icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services reviewed this case and noticed that the patient did not had a landline connection to the communicator. The patient then installed a cell adapter to the back of the communicator and the issue was resolved. Further information was received indicating the rcd alert was triggered due to high shock impedance out-of-range. Technical services reviewed the case and indicated this most likely a result of lead calcification, as the shock impedance trending has been around 100 ohms on average. Attempts to obtain further information were unsuccessful. This right ventricular lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Corrected field: - b3 (date of event): was corrected to (B)(6) 2021.